Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported that the patient was nearly killed by a doctor who did nothing. The patient reportedly had a stimulator that was initially wonderful but did not work for 4 years. It was noted that the patient begged each month to have stimulation redone or a new battery installed.